Event description:
Caller reported error 2 (battery depleted) failed on spirit combo insulin pump. Customer complained that after w2 (battery low), the pump switched of and just beeped. No error 2 occured. With a new battery, the pump started up with error 8 (power interrupt). No adverse event was reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.